Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a damaged retractor band and worn slide rail bumpers leading to loss of drawer communication on the bus. A field service engineer verified the customer issue with auxiliary half-height enhanced drawer 3.2 not detecting on the bus, removed the back panel and identified a damaged retractor band and faulty slide rail bumpers, replaced the retractor band and bumpers, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3se drawer 3.2 pocket b5 cubie does not open, and the entire drawer was difficult to pull out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.